Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error alarm. Customer's blood glucose value was 250 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device was received with cracked reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o - ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay and faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.